Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose readings were 217-413 mg/dl. The customer's daughter stated that her father had unexplained high blood glucose readings, but the meter he was using had differences that ranged between 100-150 points. The customer was advised that bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer was advised to follow up per health care provider's instructions.